Manufacturer narrative:
The condition of the anchor is consistent with not pre-drilling with the appropriate drill prior to insertion. Without knowing specifically how the insertion site was prepared a conclusion cannot be made.

Event description:
During a wrist ligament repair, two anchors broke. Unk if the piece that broke off is still in the body or not, or event if it was ever in the body. It may have broken off and landed outside the surgical site. Anchor eyelet appears to have broken in half. Back-up device was available. No delay reported. Site preparation is unk. Ao-2 finger technique was used. Axial alignment is unk, however, surgeon has been using twin-fix for a number of years and has never experienced a problem before.